Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. 5-16035 (et tube, sher-I-bronch, ls, 35 fr) reported is not being manufactured currently, however, another part number from the same family was used for the "verification of failure mode reported in the current manufacturing process", and 50 samples were taken from the current production (material number 5-16037 lot # 73h2100853) at the manufacturing facility. The samples were visually inspected, and issue reported "broken/cracked - 15mm connector" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the incident occurred when the anesthesiologist was experiencing a leak after intubation. The leak was coming from the y connector. The y connector just broke off into pieces while attached to the patient. The anesthesiologist had to open another dlt to use the y connector". No report of patient injury or harm. Patient condition reported as "fine".